Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced poor cutting of the probe at the beginning of a vitrectomy procedure. The procedure was completed after replacing the probe with another one. There was no harm to the patient. The sample was not retained. No additional information is expected.

Manufacturer narrative:
No sample was returned for evaluation for the report of poor cutting at the start of surgery; therefore, the condition of the product could not be verified. A review of the related device history record for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).